Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on (B)(6) 2025, protect study patient experienced "pau aneurysm." Event onset is 08aug2019 and event end date is (B)(6) 2022. The event is recorded as unlikely related to the amds device and unlikely related to the amds implant procedure. The pre-existing condition, debakey type a dissection, caused or contributed to the event. No treatment was provided and the event outcome is listed as ongoing. The amds device was implanted on (B)(6) 2019.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds-55-40, lot c2458560d (finished goods) and lot c2458498e (subassembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. Ae #09 reported a vascular event described as ¿pau aneurysm¿ with an onset date of 22aug2022 and is reported as ongoing. Additional detail on the ae form states ¿pau distal region of the abdominal aorta¿. The event was deemed ¿unlikely¿ related to the amds device and procedure. Debakey type a dissection was the pre-existing disease that caused or contributed to the event. The event was deemed a serious adverse event due to ¿life-threatening illness or injury¿. The patient was not hospitalized as a result of this event, no treatment was provided, and the event outcome was documented as ongoing. Of note, the patient remained in the study. Additional information from the study ecrf documents the following medical history: cardiac arrhythmia (v-fib), myocardial infarction. The CT images were provided. The CT images were reviewed and the following significant finding was noted: ¿agree with the description of the complaint. It is unlikely that the event is related to the amds device. Presumably, the pre-existing condition (debakey type a dissection) is responsible for the event or contributed to it.¿ no additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note, ¿dissection, perforation, or rupture of the aortic vessel & surrounding vasculature¿ for case (B)(4) are listed in the clinical evaluation report (cer) as potential adverse events. There were no documented reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.